Manufacturer narrative:
The report of broken, cracked plastic for the rear case was confirmed. Inspection of the returned alaris syringe module rear cases pn: 10013671 revealed various cracks and broken areas of the plastic. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the syringe module rear case. Customer states, "broken (near bottom screw), chipped, cosmetic crack" prp - assy syringe rear case kit. Case rear- damaged/cracked. The customer stated that there was no patient involvement.